Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to a cut on the bending section cover, the connecting tube was dented, the universal cord was dented, the video connector case was discolored, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the forceps channel port not being secured was confirmed during evaluation, a definitive root cause of the defect was unable to be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the tip of the viscera viscera was scratched. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps channel port was not secured. The report is being submitted due to defect found during evaluation.